Event description:
The sheath of the coil was separated from wire when advancing; the part of the coil was exposed out of the sheath and failed advancing. The coil was replaced to finish the surgery. Additional information received from the affiliate indicated that the coil did not get stuck in the microcatheter during coil introduction. The entire coil was safely withdrawn. The microcatheter was replaced during the procedure. The procedure was completed with no patient injury reported. There was no loss of target position in the intra-cranial vasculature. The stretching occurred in the microcatheter. There was no premature detachment that occurred. The microcatheter used was headway 17. The target site was aneurysm and the target vessel characteristic was normal. An adequate continuous flush was maintained through the microcatheter. There was no additional medication prescribed and no additional intervention performed. The coil was used like a guidewire to reposition the microcatheter. Final analysis found stretched and unraveled coil out of the soldered joint.

Manufacturer narrative:
The proximal end of the coil stretched and unraveled out of the soldered section. There are multiple sections of stretched coil between the distal protrusion site of the coil and the ball tip .the coil was found to have been pulled away from the ball tip. No mechanical sheath damage was found. The most likely root cause of the device positioning unit (dpu) and the coil protruding outside the sheath may have been due to distal interference and the possible anchoring of the coil to this interference. The distal interference forced the dpu/coil to protrude outside the sheath. The proximal stretching of the coil may be protrusion related, however, the distal stretched sections point to the ball tip becoming anchored during retraction. The source and location of this interference cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information will be submitted within 30 days.

Manufacturer narrative:
The sheath of the 3 mm x 5.4 cm micrusphere 10 platinum microcoil was separated from wire when advancing; part of the coil was exposed from the sheath and it could not be advanced. The device was exchanged for another one to complete the procedure. The event occurred during the introduction into a headway 17 microcatheter. There was no patient injury. Analysis found that the coil was stretched and follow-up investigation confirmed that the coil stretched during the reported event. The proximal end of the returned coil was stretched and unraveled out of the soldered section. There are multiple sections of stretched coil between the distal protrusion site of the coil and the ball tip .the coil was found to have been pulled away from the ball tip. No mechanical sheath damage was found. The most likely root cause of the device positioning unit (dpu) and the coil protruding outside the sheath may have been due to distal interference and the possible anchoring of the coil to this interference. The presence of distal interference would force the dpu/coil to protrude outside the sheath. The proximal stretching of the coil may be protrusion related, however the distal stretched sections point to the ball tip becoming anchored during retraction. The source and location of this interference cannot be determined. In addition, without the return of the concomitant microcatheter and rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made regarding the root cause of the reported event, it appears that procedural factors may have contributed. With review of the analysis and device history records there is no indication of any related device manufacturing issues; therefore, no corrective actions will be taken at this time.